Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of (B)(6) (okr), it was found that there was dirt inside the light guide lens of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device by the service department also confirmed that the light guide lens cracked and there were some physical damages on the device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the past similar complaint, the reported phenomenon could have been attributed to physical stress, chemical stress, storage condition such as direct sun light, high temperature, high humid, x-ray, and ultra violet, or aging deterioration.